Event description:
It was reported that during the implant procedure, the ventricular lead exhibited high impedance. The lead was not used and a new lead was implanted. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).